Manufacturer narrative:
The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the product lot was reviewed. No abnormalities that could have contributed to this event were found. Sample was returned. Failure analysis showed the reported problem could not be reproduced with the returned patient interface (pi). No deviation of docking or other issues can be detected. No problem was found with the pi. The root cause code was changed to inconclusive ¿ no problem found. The manufacturer internal reference number is: 2019-71446.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported bad suction. Additional information was received. Patient outcome was not affected. Issue was not related to patient anatomy, patient movement or poor dilation. No patient harm was reported. The procedure was completed. Defective patient interfaces were from loss of suction or no suction at all.